Manufacturer narrative:
The complaint of a break in the retention dome is confirmed and should be recorded as user related. The break in the feeding tube is located distal to the 1cm marker. The cross sectional veneer of the break site is non-reflective, jagged and irregular. The broken segment that is still bonded to the retention dome shows these same features. These combined features of the damaged feeding tube suggests that complete breakage of the feeding tube occurred by pulling on or stretching the tubing beyond its elastic limits. Mating the two broken ends together determines a close match. Microscopic examination (30x) of the feeding tube just proximalt to the break site shows multiple, superficial impressions in the tubing. These serrated impressions that were observed at the distal end of the feeding tube suggest the impressions and or serrations were caused by closing a traumatic serrated surgical clamp onto the tubing. No damage to the internal retention dome was observed. Gross and microscopic examinations show a small segment of the feeding tube bonded to the internal retention dome. The device had been placed for 178 days prior to the complaint incident. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
The retention dome was detached during percutaneous removal. The indwelling period was 178 days. The dome portion was removed endoscopically.